Event description:
This customer reported that the defibrillator wouldn't recognize the test load/therapy cable. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). This customer reported that the defibrillator wouldn't recognize the test load/therapy cable. There was no report of pt involvement. The device was returned to philips and the reported symptom was confirmed. Replacement of the power pca resolved the symptom.